Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the patient going into cardiac arrest requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 2. Prior to removing the clip delivery system (cds) and steerable guide catheter (sgc), the patient was unable to be extubated and the blood pressure started to drop. Medication was administered however the patient went into cardiac arrest. CPR was initiated however after 2 hours, the patient expired. Per the physician, the patient death was due to a respiratory issue, not related to the mitraclip device. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on available information, a cause for the reported hypotension (treatment with medication(s)) and cardiac arrest could not be determined. Additionally, the reported patient effects of hypotension and cardiac arrest are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.